Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the deployment difficulty was not able to be confirmed. The first two rings of the stent implant at the distal end were partially expanded over the tip, consistent with the reported information. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that a cause for the reported deployment failure could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up medwatch report will report additional, relevant information.

Event description:
It was reported that an absolute pro stent delivery system (sds) advanced to the common iliac artery, (B)(4) stenosed lesion. During deployment attempt, the first row of stent struts partially expanded out of the delivery catheter, however, resistance was met during thumbwheel advancement. There was no further stent deployment. The delivery system, including the stent, was removed without issue and another device was used in replacement. Per physician, the vessels tortuosity might have contributed to the deployment issue. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.